Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
As reported in case: (B)(6) - website: "I had a hip replacement revision, going from a depuy loose cup pinnacle, to a stryker total hip replacement, in (B)(6) 2011...the replacement stem broke sometime in 2016. I was not in an accident, nor jumped out of a pickup truck or anything like that. I had my knee replaced in (B)(6) of 2016 and my doctor saw I wasn't walking well so he x-rayed my right hip and saw that the prosthesis in my right femur was broken (I have copies of it). The 2 broken pieces were side by side and had bone growing around it. He couldn't get the broken piece out of my femur so he had to take my femur out and installed a titanium rod. I have the broken piece and the cup and hardware he took out.

Event description:
As reported in case: (B)(4). Website: "I had a hip replacement revision, going from a depuy loose cup pinnacle, to a stryker total hip replacement, in (B)(6) 2011...the replacement stem broke sometime in 2016. I was not in an accident, nor jumped out of a pickup truck or anything like that. I had my knee replaced in (B)(6) 2016 and my doctor saw I wasn't walking well so he x-rayed my right hip and saw that the prosthesis in my right femur was broken (I have copies of it). The 2 broken pieces were side by side and had bone growing around it. He couldn't get the broken piece out of my femur so he had to take my femur out and installed a titanium rod. I have the broken piece and the cup and hardware he took out.

Manufacturer narrative:
Updated implant/explant date d6. An event regarding fracture of an unknown hip stem was reported. The event was confirmed based on clinician review of the x-rays provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show an unidentified stem component assembled with an unknown head component. The stem is fractured through the shaft. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no examination of the explanted components is available. The only stryker prosthetic product identified in this case is the restoration modular stem inserted on (B)(6) 2011 during a difficult second revision procedure of non-stryker implants in which failure to gain bony contact and fixation of the proximal half of the stem with the severely compromised proximal host bone resulted in the ultimate stem failure. In this obese male patient, cyclic loading over five-and-a-half years at the junction of the loose proximal stem and fixed distal stem resulted in inevitable fatigue fracture. Examination of the explanted component and its fracture surfaces would confirm this mechanism and rule out factors associated with implant manufacturing or materials. It is an accepted fact that a patient undergoing revision surgeries is at a greater risk for further complications. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: no examination of the explanted components is available. The only stryker prosthetic product identified in this case is the restoration modular stem inserted on (B)(6) 2011 during a difficult second revision procedure of non-stryker implants in which failure to gain bony contact and fixation of the proximal half of the stem with the severely compromised proximal host bone resulted in the ultimate stem failure. In this obese male patient, cyclic loading over five-and-a-half years at the junction of the loose proximal stem and fixed distal stem resulted in inevitable fatigue fracture. Examination of the explanted component and its fracture surfaces would confirm this mechanism and rule out factors associated with implant manufacturing or materials. It is an accepted fact that a patient undergoing revision surgeries is at a greater risk for further complications. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.